Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-8925ss syndesmosis tightrope broke during insertion. This was discovered during a procedure on (B)(6) 2022. Additional information received 1/11/2022: this was discovered during a syndesmotic fixation with ankle fracture procedure and it was completed without further issues, using two new tightrope with different lot numbers.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.